Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" button was found to be misaligned and contamination was observed under the "down" button contact. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the 'down' button was found to be misaligned and contamination was observed under the 'down' button contact. The 'down' button was found to be working at the time of evaluation. The 'contrast' button was found to be intermittently responding and contamination was observed under the contrast button contact and the button contact was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.